Manufacturer narrative:
No patient involvement device is an instrument and is not implanted/explanted. (B)(6). DHR not available as device is older than 10 years. At this time the manufacturing documents for instruments had to be stored for 10 years. Customer quality evaluation: we have received two articles for investigation, here is the statement: based to the received pictures we do confirming the complaint description. Received condition: 314.750 / 5021 upon visual inspection, the article received is in good condition. The handle is locking bright. No part of the instrument is missing. 388.531 / 1090436 upon visual inspection, the article received is in good condition. The cutting edges are used condition. No part of the instrument is missing. DHR not available as both devices are older than 10 years. At this time the manufacturing documents for instruments had to be stored for 10 years. Tests carried out by an independent laboratory have confirmed that a new canevasit handle, after sterilization is not cytotoxic device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported handle on the hexagonal screwdriver and the reamer for pedicle screws appear to have lost some of their color during the cleaning and sterilization process. When placed on sterile cloths and single use packaging, the cloth and packaging appear contaminated with a brown color similar to the color of the instrument handles. Issue was discovered during the cleaning process, no patient involvement. This report is for one (1) hexagonal screwdriver. This is report 1 of 2 for (B)(4).